Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the umbilical vein using pod packing coils (pod pc) and a lantern delivery microcatheter (lantern). During the procedure, a pod pc was advanced into the target location; however, the physician decided to retract the pod pc for repositioning. Subsequently, while retracting the pod pc through the lantern to re-sheath it, the pod pc became tangled and tied into a knot. Consequently, the pod pc had unintentionally detached. Therefore, the physician pulled the pod pc through the lantern to remove it. The procedure was completed a new pod pc and the same lantern. There was no report of an adverse effect to the patient.